Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/26/2015. The fse found that the tubing through pinch valve vl46b was faulty. The fse replaced the tubing, which repaired the leak and the vote outs. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the mixing chamber of the coulter lh 750 hematology analyzer. The instrument was generating vote outs fr differential results when the leak was noticed. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.